Event description:
It was reported that noise was observed. It was decided to cap the lead and implant a new sense/pace lead. Defib portion remains active.

Manufacturer narrative:
No medwatch form was received.